Manufacturer narrative:
Used (B)(6) 2019 as event date since the correct date was not provided. Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 2.25x32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured using a snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 23cm distal to the distal end of the strain relief. Multiple kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.25x32mm promus element plus drug-eluting stent was unpacked; however, it was noted that the stent was damaged.

Manufacturer narrative:
Used (B)(6) 2019 as event date since the correct date was not provided. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.25x32mm promus element plus drug-eluting stent was unpacked; however, it was noted that the stent was damaged.